Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, a dent was found on the bronchovideoscope's bending tube, causing an insecure connection between the bending section and the section bending section. In addition, the adhesive on the bending section cover was found detached. There was no patient involved.